Event description:
Customer's mother reported a scratch on the screen of the insulin pump making it difficult to read. Customer's current blood glucose reading is 147 mg/dl. No further information reported.

Manufacturer narrative:
Minor scratched lcd window, cracked display window corners and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.